Manufacturer narrative:
Concomitant medical products: dtma,1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.